Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she does not think the ins has been helping that she can tell. Caller stated she cannot get to a setting that she could feel stimulation. Caller stated she has not received 50 percent reduction in her symptoms and has been just wetting herself and some days are worst then others. Caller stated sometimes she does not know she needs to go to the bathroom and will just wet herself all over. Caller stated she also thinks the ins has moved and does not think it was where it was when it was implanted. The ins was on and set at p4 1.8v and increased to 2.0v. The patient was directed to contact healthcare provider for their symptom if not resolved. There were no further symptoms or complications reported or anticipate.